Event description:
A pt was experiencing no therapeutic benefit; and it was further noted that "it didn't seem to be working". A catheter dye study revealed that the catheter was functioning; however the pump was not functioning "optimally". The pt's pump and catheter was replaced. The pt was without injury, and had recovered without sequela following the device replacement procedure. Drug infused via the pump was lioresal. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. The returned catheter segment revealed no significant anomaly; tears, cuts or coring were noted in sutureless connector. No leaking was noted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's pump had a blockage at the 'nipple' where the catheter connected to the pump.